Event description:
Gore-tex abdominal mesh (B)(6) 2003. Six surgeries for hernia/repairs and bowel obstruction, incontinence, low back and leg issue and I need another very large asap to remove the gore - tex mesh. Three surgeons will be attending at 10 days in the hospital.